Event description:
Customer reported the system would not save images during a procedure. Customer tried rebooting system, but it would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.